Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2013. During the procedure, while plugging device in, there was no appropriate sound. When the device was removed from the machine, it was noted that the tip was bent. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual trigger involved in this event was returned for evaluation. The main housing was not returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the trigger operated as intended.

Manufacturer narrative:
(B)(4): the motor drive unit end of the drive cable was found to be intact with no damage.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The metal tip at the end of the tubing that connects into the motor drive was bent. The device ran, but it was intermittent and slow. The device was inserted into the patient's cavity so there was patient contact. (B)(4).